Event description:
It was reported that the ilet insulin pump¿s touchscreen sustained a fracture after the device fell from a clip while the user was undressing, resulting in a large crack though the screen remained usable; the affected device component was the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen, aligning with the reported damage. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.